Manufacturer narrative:
Date of report: 06aug2021.

Event description:
It was reported that when the unit was in use for a patient, "high o2 supply pressure" alarm occurred. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. There was no delay in therapy, nor medical intervention provided to patient, only for replacing the device with same model by the hospital¿s me was reported due to this failure.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Confirmed the cause was that the zero point of the sensor measuring the o2 supply pressure was off, and the measured value for the pressure became higher than the actual value. The pse replaced the data acquisition (da) to resolve the reported issue. The device passed the required performance verification tests per philips standards. The removed data acquisition (da) pcba was returned to the failure investigation lab (fi). A visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The fi technician installed the data acquisition (da) pcba into a fi ventilator to duplicate the reported issue. The component failure u17 created the errors.